Event description:
System was set at flow rate of 2.0ml/sec. Technician injected the pt in the right antecubital vein with a delay of 65 seconds. When the technician went into the scanning room to check the injection site, swelling was observed under the "eda" patch. The injection was stopped at 40 ml. No arm scan was performed; however it is estimated that all 40 cc's of contrast extravasated. Cold compresses were applied and no further medical intervention was required. The pt indicated that the pain and swelling had subsided the following day.